Event description:
The customer reported that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 300 mg/dl. Prior to the event, the customer changed the infusion set and treated with manual injections, but she could not regulate her blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.